Event description:
Customer reportedly received results of 109 mg/dl and 68 mg/dl within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.